Manufacturer narrative:
Bci field service engineer (fse) found the tubing connected to the ise drain line was old, dry and cracked. The fse replaced the tubing.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from synchron cx5 delta clinical system. The customer stated the leak was from the waste canister. No injury was reported and there was no effect to patient or user.